Event description:
It was reported that the patient experienced recurrent low glucose readings on a continuous glucose monitor while using the iLet Bionic Pancreas, including nocturnal events, with nadirs reported at 43 mg/dL and 39 mg/dL and an approximate total duration of 40 minutes; treatment included apple juice and glucose tablets, and a confirmatory meter check reportedly showed values in the high 50s to 60s mg/dL. Symptoms included hypoglycemia. Outcomes included the need for oral fast-acting carbohydrate and troubleshooting education. Investigation included user discussion to assess potential contributing factors such as meal announcements, nighttime snacks, and consideration of a target adjustment. Investigation of this case revealed no identified external precipitating factors and no reported device alarms, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial